Manufacturer narrative:
According to the complainant, the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka) after experiencing blood glucose levels of 30 mmol/l (540 mg/dl) and ketone levels of 2.7 mmol/l (48 mg/dl) while using the pod. Despite changing the pod multiple times, insulin delivery appeared ineffective. Symptoms included dizziness, nausea, sweating, and a bruise at the infusion site (abdomen). Additionally, the patient experienced bleeding at the infusion site. The patient's legal guardian called ninewells hospital & medical school and was advised to take the patient to the hospital. Treatment included anti-sickness medication and paracetamol. The pod remained in place until the patient was discharged later that day, after which it was discarded.